Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result inadvertent or incorrect insulin delivery.

Manufacturer narrative:
Follow-up #1 date of submission 08/30/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/05/2016 with the following findings: a visual inspection of the pump showed that the keypad cover was undamaged. During testing, the up arrow, down arrow, and ok keypad buttons were unresponsive. The keypad cover was opened the keypad flex connector was found to be not fully seated.